Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/22/2019. Device evaluation summary: it was reported that a 65-year-old female underwent primary breast reconstruction with a mentor smooth round moderate profile 300cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 1.1 cm within a crease on the posterior aspect extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, lot #5629266. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast reconstruction with a mentor smooth round moderate profile 300cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc implants was performed.